Event description:
It was reported that customer experienced excessive battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, was already in process for new device, and no additional information was received regarding further actions or final outcome.